Manufacturer narrative:
The device has not been returned to calibra for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The lot #358 was manufactured at (B)(4) for (B)(6)). DHR review showed that lot #358 was correctly processed following product build specifications. The lot was manufactured, inspected, and released per approved calibra procedures. No issues were identified during the processing of this lot. No ncrs, CAPA, or work orders were generated for the lot. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump may have been cracked at the reservoir window. The issue was allegedly discovered during an examination of the device upon removal. There was no report of leaked insulin or of a blood glucose excursion as the result of this issue. This complaint is being reported because a cracked reservoir could result in a leak which may affect insulin delivery.